Event description:
I have a two medtronic neuromodulator since 2014. In (B)(6) 2025, one of my medtronic neuromodulators was replaced with a nalu neuromodulator. Despite assurances from medtronic and nalu reps that these systems are compatible and can't communicate, I have firsthand experience with how they interact because I feel what is happening inside my body. Sometimes, the two devices feel great together, though the effects are mostly harmful because one device overpowers the other, leading to discomfort. Additionally, I am increasingly worried about how these interactions affect my heart and overall, health. I would appreciate your guidance and any steps we can take to ensure my safety and well-being. I have reported this concern with no resolve. Reference report: mw5175666.